Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a/b negative). The same sample was repeated which yielded the same positive result for sars-cov-2 (influenza a/b negative); data not available. A new sample was recollected from the patient and tested on the same cobas® liat® which yielded a negative result for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). The recollected sample was also repeated which yielded the same negative result for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). The initial positive result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. No curve abnormalities were noted and all results appear accurate. The most likely cause for the discrepancy observed is due to the sample to sample variability as repeat of the same samples were not discrepant. (B)(4).